Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset. It was further noted that data collection was programmed off and cardiac compass data was invalid. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.